Event description:
It was reported that the device will intermittently fail its self test. When it fails the self test, it will not charge and will display an error code. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported event.